Event description:
Analysis of returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level rose to 300-400 mg/dl while wearing the pod on the arm between 36 and 48 hours. It was initially reported that the pod was leaking and presented a crack in the outer shell. A little redness at the insertion site was also reported.

Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the soft cannula. The timing and cause of this damage is unknown. The housing was observed to be cracked. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g991usqsjhzb1 hardware: sm-g991u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.